Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature article: "pure laparoscopic living donor liver transplantation: dreams come true" by kyung-suk suh, suk kyun hong, sola lee, et al. This case report presented the first experience of a pure laparoscopic living donor liver transplantation (ldlt), consisting of laparoscopic explant hepatectomy with subsequent retrieval by suprapubic incision, and implantation of the partial liver graft, and by reconstructing of the hepatic vein, portal vein, hepatic artery, and bile duct. The procedure was carried out for a (B)(6) patient who required a liver transplant for alcoholic liver cirrhosis and hepatocellular carcinoma (hcc). The report said the case was successfully handled the patient was discharged on postoperative day 11 without any complications. The estimated blood loss during the procedure was 3300 ml and five packs of red blood cells were transfused during the operation. The authors reported the following adverse event: bleeding required transfusion: the estimated blood loss was 3300 ml and five packs of red blood cells were transfused during the operation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction for model number. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.